Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. Cause was not known. Customer attempted to self treat via glucagon injection, however, customer went to the emergency room (ER) and was subsequently admitted to the hospital¿s intense care unit and was treated intravenously with fluids of saline. Customer was released from hospital on (B)(6) 2023 with issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.